Event description:
Received info regarding a cartridge alarm 1 during bolus delivery. Reportedly, the customer observed cracks on the cartridge. Customer's blood glucose level was not impacted. Customer was able to load a new cartridge successfully and resume insulin delivery.

Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.